Manufacturer narrative:
Return requested. Replacement (B)(4) pack battery kits shipped to site 03/11/2016. No parts have been received by manufacturer for analysis. On 03/14/2016 a medtronic representative performed an imaging system check-out, all areas passed. Found x-ray batteries were depleted. Replaced batteries. System functions as expected. No further issues have been reported.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm) on the site's imaging system, the x-ray batteries were depleted. Replacement was requested. There was no patient present when this issue was identified.